Event description:
Related manufacturer reference number: 2017865-2025-12463. It was reported that patient experienced discomfort. The patient was treated for emergency treatment. It was also noted patient's right ventricular (rv) lead exhibited high out of range pacing impedance and lead was broken. Programming changes were made. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.